Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition and low out of range pacing impedance measurements of less than 200 ohms. A revision procedure was performed where the pace sense portion of the lead was surgically abandoned. The shocking portion of this lead remains in service. A previously abandoned pace sense rv lead from another manufacturer was put back into service with good measurements. By re-connecting it to the existing cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.